Event description:
The electrode array of the pt's cochlear implant inadvertently was not placed in the cochlea. The device was explanted and a new implant was placed. The second implant surgery was successful. This is a final report. No further info was made available regarding this pt who resides and was implanted outside of the USA.